Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced one inappropriate shock in the alternate vector due to very low r-wave amplitude leading to oversensing. It was mentioned that the patient has had a lot of appropriate therapy in the history. Automatic setup was performed, and it was not successful in all vectors due to low amplitude or low r-t ratio and there were different morphologies on surface electrocardiogram. The patient was hospitalized and requested the therapy off. All options were discussed with the technical services (ts) and the patient will most likely receive single chamber implantable cardioverter defibrillator (ICD). This s-ICD remains in service. No additional adverse patient effects were reported.